Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported in an earlier call by the customer's parent, that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 235 mg/dl at the time of the initial call. The customer used manual injections and was given intravenous insulin and fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The caller states that the customer is normally in the hospital on weekends due to diabetic ketoacidosis. Customer believes the recalled sets were to blame for the high. The insulin pump will not be returned for analysis.